Event description:
It was reported that during an ablation procedure, a burr entrapment occurred, patient was sent for surgery and subsequently expired. The lesion was located in the mid right coronary artery (rca). The rotalink plus was advanced to the lesion for treatment and the burr stalled and became stuck in the lesion. The physician was unable to remove the burr from the patient and tried ablating and pulling back the wire and the burr unsuccessfully. The physician advanced another unspecified wire and unspecified balloon catheter to the lesion, but was unsuccessful in removing the burr. The patient was transferred to surgery and was still stable with a timi 3 flow. The patient expired 6 hours later.